Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in the non-tortuous, moderately calcified proximal right coronary artery (rca). The physician advanced the 15/3.25mm maverick2 monorail balloon to the rca for predilation and during the first inflation the balloon ruptured at 8atms. The device was removed and the procedure was successfully completed with a 15/3.50mm maverick balloon. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications. The most probably root cause of this complaint can be attributed to operational context.